Manufacturer narrative:
The reported complaint of no flow could not be confirmed. Without the return of the sample or a photo/video a comprehensive review cannot be performed and a probable cause cannot be determined. The lot history was reviewed and no nonconformities were identified that may have contributed top the reported complaint. Section h10: 9617594-2025-00347 & 9617594-2025-00349.

Event description:
The event occurred on an unspecified date and involved a 28 cm (11") set per infusione per pompa con due clave® connector e perforatore con filtro where it was reported the product does not flow, even with free flow. It was necessary to set up 4-way tree. There was unknown patient involvement and unknown harm. There were 3 patients. This captures 2 of 3 occurrences.

Manufacturer narrative:
The device is not available for investigation. Without the return of the device a probable cause is unable to be determined. A lot number has been provided. A device history lot number review is pending.